Event description:
It was reported that, during a revision procedure due to unknown reasons, there was an attempt to pass a wire down this left ventricular (lv) lead. The boston scientific technical services (ts) wondered about a thrombus or occlusion in the lead lumen. The physician cut the tip and noted occlusion near the terminal pin, then cut further down, and it was able to pass the wire. Additionally, the right atrial (ra) lead was also an attempted repositioning due to unknown reasons, nonetheless, both the ra lead and this lv were explanted and replaced. No additional adverse patient effects were reported. Additional information was received this left ventricular lead exhibited failure to capture, and a dislodgement was confirmed through x-ray.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed that lead was returned in two segments, severed approximately 73mm from the terminal end and portion appears to be missing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A blockage was encountered in the terminal pin due to dried blood/body fluid. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that, during a revision procedure due to unknown reasons, there was an attempt to pass a wire down this left ventricular (lv) lead. The boston scientific technical services (ts) wondered about a thrombus or occlusion in the lead lumen. The physician cut the tip and noted occlusion near the terminal pin, then cut further down, and it was able to pass the wire. Additionally, the right atrial (ra) lead was also an attempted repositioning due to unknown reasons, nonetheless, both the ra lead and this lv were explanted and replaced. No additional adverse patient effects were reported. Additional information was received this left ventricular lead exhibited failure to capture, and a dislodgement was confirmed through x-ray.